Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading multiple cartridges onto the pump. The customer's blood glucose level was not impacted. The pump data was reviewed and it was found that only 1 event was verified in which there was an inaccurate fill estimate. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.